Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx0135 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported, "patient got the PICC 220214 and when the nurses flushed the catheter it was leaking. They pulled it out and saw a hole close to the hub."

Event description:
It was reported, "patient got the PICC 220214 and when the nurses flushed the catheter it was leaking. They pulled it out and saw a hole close to the hub."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. A small split was observed at the junction between the catheter shaft and the molded joint. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed at the split site. Tactile inspection of the sample revealed tensile weakness in the vicinity of the split. Microscopic inspection of the split revealed sharply defined features. The split edges exhibited a granular texture. The split was v-shaped. The split occurred in the vicinity of a protrusion in the molded joint. The split shape, sharply defined shape and tensile weakness suggested that catheter damage occurred due to manipulation with an instrument or during use. The abundant use residues and catheter indwell time indicated that manipulation occurred after placement. It appeared that catheter maintenance and access techniques may have contributed to the reported event. H3 other text : evaluation findings are in section h11.